Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) due to the controller not turning on. The patient's blood glucose levels reached 230 mg/dl while wearing the pod. The patient was treated with insulin drips and fluids. The patient was released the following day.